Event description:
Account alleges the pump is not completing the dose accurately.

Manufacturer narrative:
Visual inspection of the pump showed cracking near a sensor area. Functional testing of the pump resulted in an error caused by a silicone segment rubbing on the motor, which could cause an underdelivery. The housing and motor of the pump were replaced to resolve the issue.